Event description:
Boston scientific crm received information that at this elective procedure to replace this patient's pacemaker, visual inspection of this right atrial lead was unremarkable for any damage. However, some time following the procedure, impedance measurements were greater than 2500 ohms and a fracture was revealed. Unipolar impedance is 386 ohms, thresholds are within normal limits and sensing is good.

Manufacturer narrative:
The caller stated that they plan on leaving the lead implanted and programmed to unipolar configuration. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.